Manufacturer narrative:
The customer received onsite assistance from a philips field service engineer (fse) who found that the speaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker assembly. The reported problem was confirmed. The fse replaced onsite the speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
The customer reported the intellivue multi measurement server x2 was presented with a speaker malfunction inop message and no sound was coming from the device. The device was not in use on a patient. There was no patient harm or adverse event reported.